Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving hydromorphone (20 mg/ml at 8.001 mg/day) via an implanted pump. The drug lot number was unable to be obtained. The other medications that the patient was taking at the time of the event were unable to be obtained. The patient's medical history was requested, but wasn't available. The pump's indications for use (ifus) were noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient, who was new to the clinic, heard an alarm, experienced increased pain and went to the clinic for evaluation. The provided print report shows repeated motor stalls with recoveries. The initial stall occurred on (B)(6) 2015 at 15:05 with recovery on (B)(6) 2015 at 02:04; another stall occurred on (B)(6) 2015 at 13:26 with a stopped pump period may exceed tube set (tube set) message on (B)(6) 2015 at 13:26 and recovery on (B)(6) 2015 at 00:45; another stall occurred on (B)(6) 2015 at 23:31, tube set on (B)(6) 2015 at 23:31, and recovery on (B)(6) 2016 at 13:44; and the last stall occurred on (B)(6) 2016 at 15:00 with a tube set message on (B)(6) 2016 at 15:00. The patient had no real evidence of withdrawal symptoms and the pump did not have an active alarm during the clinic visit. The patient had no immediate sign of distress. The patient was given oral medication and was scheduled to see the managing hcp on (B)(6) 2016 to discuss possible replacement. The patient's status at the time of the report was noted as alive with no injury and it was unknown whether the issue had resolved at the time of the report. Additional information received from the rep on (B)(6) 2016 indicated that the hcp called on (B)(6) 2016 and reported that the patient was scheduled for pump replacement on (B)(6) 2016. The patient was going to be covered with oral medication until the replacement date. Follow-up was conducted for the cause of the stalls and the resolution status. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
The information noted should have been reported as part of the regulatory report filed on (B)(6) 2016. (B)(4).

Event description:
Additional information received from the manufacturer's representative indicated that the pump was replaced on (B)(6) 2016 and that the expected residual volume was 8.7 ml, but the actual residual volume was 28 ml.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing.